Manufacturer narrative:
Date rec'd by MFR: 02aug2019. The part was returned to the manufacturer for failure investigation (fi). It was determined that no fault was found. Fi was unable to replicate reported failure. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
During corrective maintenance, the manufacturer¿s international service technician reported the unit failed the oxygen accuracy test (pvt test 7) at the 30% and 60% settings. There was no patient involvement.